Event description:
The report stated that during the preparation for surgery, a new device was opened and connected to a forcetriad generator. The device did not work so another was opened to complete the surgery without further incident. There was no pt injury. The incident device was returned and a visual inspection revealed that the jaw wire was bare.

Manufacturer narrative:
A visual inspection of the incident device revealed that the wire on the side of the jaw is bare. The gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt.